Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Presence of liquid was noted inside the air gas module, which was replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. The most probable source of moisture into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o <7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref #: (B)(4).